Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the system was asking to calibrate the sensor readings after calibrations were already entered. This complaint is being reported because the reported issue was not resolved with troubleshooting, and the issue could cause the patient to have issues with tracking their blood glucose. There was no indication that the product caused or contributed to an adverse event.